Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their bottom aligner cracked and is cutting their tongue and causing it to bleed. Requested additional information from patient. Asked them to try on next step aligner and send in photo if they are able to get aligner on. Stl's are not good.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.